Event description:
It was reported that this device is possibly depleting prematurely. Remote device analysis was performed and premature depletion is suspected. Device replacement was recommended, however it remains in service. No adverse events.